Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) reading of 'high' on the meter, with nausea and vomiting. Emergency services were contacted on (B)(6) 2014 and the patient was hospitalized. The patient remains hospitalized with a diagnosis of diabetic ketoacidosis (dka). Troubleshooting by customer support found no pump malfunction, but that the bolus type had been incorrectly programmed. Additionally, the patient had a concomitant illness and had failed to bolus. This complaint is being reported because the patient experienced dka subsequent to the user error of incorrectly programming the bolus type.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: daily insulin delivery totals correctly reflect user's programmed basal rates. Prime history shows small prime volumes during cartridge changes. Pump passed delivery accuracy test and found to be delivering within required specifications.